Manufacturer narrative:
(B)(4). Date sent: 6/15/2017. Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if the first device jaws, which were "jammed in a closed position inside patient abdomen" were opened? If not, how was the device removed from the patient? If not, did the device jaws eventually open after they were removed from the patient? Please provide further detail of the event. Response: they could reopen the device that was closed on appendix, so it was not possible to remove it without opening it first. They also tried the manual part of the device to reopen it but it did not work. The device was tried outside the patient and was still blocked.

Event description:
It was reported that during a emergency laparoscopic appendectomy procedure, requiring a base stapling, the device did not work. The device did not staple and did not cut. Moreover, the device stayed jammed in a closed position inside patient abdomen with difficulties to remove it. A device of a different product code has been used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p5513n. The analysis found that one psee60a device was returned with no apparent damaged and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.